Event description:
A malfunction alarm labeled malf 8 was reported, but no notable events were reported prior to the malfunction. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide an answer regarding levels exceeding 500 mg/dl. The customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery. Technical support instructed the customer to place the faulty pump into storage mode and return it using a pre-paid label, while arrangements were made to send a replacement pump.